Event description:
It was reported that the patient experienced a lack of therapeutic effect one week ago following strenuous activity and heavy lifting. It was noted that the patient was reprogrammed six weeks ago and had good therapy afterwards. Impedance measurements showed >4000 ohms on all unipolar and bipolar pairs. The patient had open circuits across all pairs and did not get any stimulation with any programming even at higher voltages. The therapy impedance was also >4000 ohms. A battery longevity test estimated the battery life to be between 4-5 years based on the patient's settings. Additional information indicated the patient had his implantable neurostimulator (ins) replaced but continued to use the existing lead. The patient outcome was reported as "doing well". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3093-33, lot#: v152636, implanted: 2008 (B)(6), explanted: na, programmer model: 3037, serial#: (B)(4). (B)(4).